Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 118 events were originally reported for this failure mode during the reporting quarter. 119 events should have been reported; 1 event was inadvertently excluded. 119 events are included in this follow-up record. Product return status 115 devices were received. 4 devices were not available for evaluation.   Event confirmation status 115 reported events were confirmed; the cause traced to component failure. Evaluation results 115 devices were found to be affected by missing paint chips. Additional information 119 devices were not labeled for single-use. 119 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 119 </noe> malfunction events in which the device had paint chips missing. 119 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 118 events were reported for this quarter. Product return status: 117 devices were received. 1 device was not available for evaluation. Evaluation status: confirmed. 106 reported events were confirmed during testing. 106 devices were found to be affected by missing paint chips. In progress: 11 device evaluations are in progress. Additional information: 118 devices were not labeled for single-use. 118 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 118 </noe> malfunction events in which the device had paint chips missing. 118 events had no patient involvement; no patient impact.